Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
The customer indicated that a software update that changed some alarm types to high priority alarms was contributing to alarm fatigue in the intensive care unit. The customer did not provide specific information on any particular events, but indicated a generalized complaint.